Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device could not be interrogated. A boston scientific technical services consultant instructed to use a magnet to reset the device. The reset was complete, and device interrogation was completed. No adverse patient effects were reported. Attempts to obtain the model/serial of the device have been unsuccessful.